Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: ensure there are no air bubbles when drawing insulin from the vial into the syringe. Air in the system takes space where insulin should be and can affect insulin delivery. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer reported using cold insulin in the pump, not consistently removing air from the cartridge, and keeping cartridge on for 4-6 days. Clinical support instructed customer to fill cartridge with room temperature insulin and always perform the air removal step, and informed customer that cartridges should be changed every 2-3 days per the user guide. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 300 mg/dl at time of event.